Manufacturer narrative:
This report is filed, april 14, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2016 to facilitate placement of a new abutment. The implanted device remains.